Event description:
A consumer reported experiencing hazy vision and starburst around lights following bilateral intraocular lens (iol) implant surgery. He stated the starbursts are worse at night and reading glasses do not seem to help with the hazy vision or starbursts. The surgeon reported the iol is centered and looks fine. He stated he does not think the lens is the cause of the patient's problems. He reported he observed a slight crinkle in the patient's posterior chamber, which he considers visually insignificant. The surgeon stated he told the patient his eyes were dry and offered him dry eye treatment. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via phone on 08/13/2008, 08/18/2008 and 08/28/2008 and via fax and mail on 08/14/2008. A completed questionnaire was received.